Event description:
Boston scientific received information that during a routine device check, this right ventricular (rv) defibrillation lead exhibited out-of-range pacing impedance measurements of greater than 3,000 ohms. A lead fracture was suspected, and a revision procedure was performed the following day. The lead was disconnected from the device and tested on the pacing system analyzer (psa), where the pacing impedance was 4,000 ohms. The pacing threshold and sensing measurements were normal, and no noise was found on the electrograms. The lead was surgically abandoned and a new rv defibrillation lead was implanted. The device was also replaced during this procedure. No adverse patient effects were reported.

Manufacturer narrative:
As the lead was not able to be returned, the clinical observations cannot be confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.